Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware by dr. (B)(6) from (B)(6) medical center on a patient with a indeterminate endoleak (possible type 3b). Patient had an off-label component (gore ibe) that was "docked" into the right limb of the afx main body. The patient also had a juxtarenal aspect to this case and therefore had a vela aortic extension placed, which physician noted that sat low in the renals. He noted that patient may require a re-intervention in the near future (with a possible non-endologix cook z-fen cuff) to fix that. Physician currently feels the early clinical presentation of "scalloping" near the crotch of afx main body predicts an early and/or impending 3b endoleak. In addition, physician noted that the juxtarenal anatomy is currently growing - therefore the plan by physician is to implant a z-fen (non-endologix), along with proactive full relining of afx graft(s) with a non-endologix cook-zenith graft as well. No date has been confirmed for the re-intervention. Patient will be continued to be monitored. Patient initial (index) procedure was done on (B)(6) 2018. The device was duraply material.

Manufacturer narrative:
Based on the clinical assessment performed the reported type iiib endoleak is unconfirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. A definitive root cause cannot be determined for the reported event; however, it is unclear if the use of a non endolgix stent docked in the right iliac contributed to this event. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.